Event description:
It was reported that the tip fell off of the device during the course of a surgical procedure. The tip did not fall into the surgical site. There was no pt/user injury and no delay reported. Another tip was used to complete the procedure.

Manufacturer narrative:
The device will not be returned to the MFR for an investigation.